Event description:
It was reported that the cartridge o-ring was missing. The customer confirmed the o-ring was not located on the pneumatic tap. There was no adverse impact to the customer's blood glucose level. A new cartridge was loaded to resolve the issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.